Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported that she was sending a blood glucose over to calibrate and she could not get it to accept. The blood glucose reading was over 600 mg/dl. Customer was at work with no infusion set change and no manual injections to treat high blood glucose. Nothing further reported.